Manufacturer narrative:
Updated h10.

Event description:
As reported by a field clinical specialist, a patient underwent a transfemoral tavr procedure with a 26mm sapien 3 ultra resilia valve in aortic position with bilateral femoral access. During the procedure, a 14fr e-sheath was placed via right tf. The team introduced the 26mm s3ur valve and advanced into the 14fr e-sheath without issue. During deployment of the valve at the end of inflation, the balloon ruptured. The team pulled the system back into the descending aorta and tried to pull into the e-sheath but was met with resistance. The team manipulated the system and e-sheath to try to bring the system into the e-sheath without success. They continued to pull the system and e-sheath down into the right common iliac. The team decided to place an occlusive balloon in order to perform a full cutdown. A cutdown was completed and the team achieved removal of the balloon and e-sheath. Surgical repair of the vessel was completed. The perceived root cause of the balloon burst was unable to be determined. The patient was in recovery following the procedure.

Manufacturer narrative:
Investigation is ongoing. This is one of two reports being submitted for this case.

Event description:
Per pre-decontamination findings in the lab upon receipt of the device, it was noted that small pieces from the inflation balloon were missing.

Manufacturer narrative:
A supplemental MDR is being submitted due to product evaluation findings. Sections b4, b5, d9, g3, g6, h2, h3, h6: device code, type of investigation, investigation findings, investigation conclusions and h11 has been updated. The device was returned to edwards lifesciences for evaluation. The returned device was visually examined, and the following was observed: balloon burst radially and longitudinally; balloon wings flared out; balloon spring stretched; and engineering cut the sheath and used the borescope and was unable to find the missing balloon pieces inside the sheath. Due to the nature of the complaint, no functional testing was able to be performed. Dimensional testing was performed and revealed that all measurements taken of the balloon single wall thickness met the specification. 3mensio imagery was provided by the site and noted that calcification was present in the landing zone and tortuosity was present in the access vessel. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint for balloon burst was confirmed based on evaluation of the returned device and provided imagery. Available information suggests patient factors (calcification/tortuosity) likely contributed to the event as 3mensio revealed the presence of calcification on the landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The complaints for difficulty or inability to withdraw system through sheath and system components separate during use - balloon were confirmed based on evaluation of the returned product. Available information suggests procedural factors (withdrawal of burst balloon) likely contributed to the event as the product evaluation revealed inflation balloon burst. As the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the patient vasculature, which would have then led to the experienced retrieval difficulty and separate balloon. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.